Event description:
It was reported that the right ventricular lead had low and varying impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
6940 implantable pacing lead 2001 (B)(6); unk competitive implantable cardioverter defibrillator. (B)(4).